Event description:
Pt had a video capsule endoscopy per protocol/procedure guidelines. The data recorder/secure digital (sd) card failed when attempting to download and was unable to create a video. Pt information was lost. Medtronic notified and through prompting was unable to resolve issue and was concluded that it was a "recorder/sd card corrupt". Per medtronic it was not a human error, there was no way to avoid or know that was going to occur prior to using equipment on the patient. Recorder/sd card placed out of service. Pt returning to re-swallow capsule manufacturer response for medtronic endoscopic video capsule, (brand not provided) (per site reporter). Medtronic notified and through prompting was unable to resolve issue and was concluded that it was a "recorder/sd card corrupt". Per medtronic it was not a human error, there was no way to avoid or know that was going to occur prior to using equipment on the patient.